Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, that during an unspecified procedure, the outer sheath of the micropuncture transitionless stiffened cannula access set separated upon removal. A portion of the sheath remained in the patient and had to be manually removed. According to the physician, the sheath portion was removed and the procedure was successfully completed. According to the initial reporter, a section of the device did not remain inside the patient¿s body. The patient did not experience any additional adverse effects due to this occurrence. Additional information regarding event details and patient anatomy has been requested, but is not available at this time.

Manufacturer narrative:
Investigation evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath had separated 0.8 cm from the proximal hub. The separated segment was 8.9cm in length. There was surface damage noted at the proximal end of the device, near where the point of separation was located. The marks were 2.1 cm distal to the separation site. These marks were observed to have blood/bio material embedded in them. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.